Manufacturer narrative:
A third party service representative performed a checkout of the equipment and confirmed the reported complaint. The pressure switch was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate during pre-use checkout. There was no report of patient involvement.